Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving baclofen (unknown dose or concentration) via implantable infusion pump. It was reported by the patient representative that the patient has had problems with the medication. The patient stated that when they "fill the pump up he goes through a series of withdrawals and overdosing". It was reported that the patient has experienced "massive weight loss, he's wasting away". It was noted that the healthcare provider (hcp) had dialed back on the medication. It was reported that "the pump will express a large amount of medication then it will trickle down and not give him what he needs. When it catches up it floods him with medication". It was reported that when the hcp checked the volume discrepancy, it was within standards. It was reported that the patient had to have their pump filled 3 weeks before it was due for a refill or the patient "ends up catatonic". Of note, the patient representative stated that, "it's not the pump's fault it's the medication's fault". Omitted information pertaining to previous pump and symptoms in (B)(4).